Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a demo at the doctor's office the driving cap broke off. The surgeon was doing a saw bone with new femoral recon nail set. While inserting the nail and hitting the driving cap the threaded part of the driving cap broke off in the insertion handle. The surgeon held the handle in place and drive nail in. This was not a surgical case. It was at a doctors office. It was a demo therefore, there was no patient involvement. Concomitant device reported: unk - nail insertion handles (part# unknown, lot# unknown, quantity# 1), unk - nails (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).